Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager reinstallation required. A field service engineer (fse) found that the hasp and remote manager were not aligning properly, although both the box and hasp were secure and stationary. The fridge hinge appeared to be off, causing misalignment. The remote manager was responding correctly, but the issue persisted. The site was informed that after opening the fridge, the remote manager was misaligned, though neither the hasp nor the remote manager appeared to have shifted. Fse advised the site to have facilities evaluate the fridge hinges and doors, where the problem seemed to originate. Escort confirmed that facilities had been contacted but requested that the srm be moved and the hasp replaced regardless. Fse replaced the hasp, detached and reattached the remote manager, rebooted the system, and verified operability through the hardware test application. The application was launched successfully, and escort was able to access the fridge without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager required reinstallation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.